Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7078014. Product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7074206.

Event description:
It was reported that the deep brain stimulation (dbs) pediatric patient experienced a return of their pre-implant dystonia. High impedance measurements were observed on her implantable pulse generator (ipg). The patient underwent a revision procedure, wherein it was revealed that the non-boston scientific lead extension had completely severed. At that time, the patient's family elected to have the ipg replaced, and the adaptors removed. The patient did well postoperatively.